Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS. omnipod Software App Version: 2.2.1. Operating System: 26.5. Hardware: iPhone16.1. CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to approximately 400 mg/dL while wearing the Pod for an undetermined number of hours on the arm. Upon removing the pod, patient noted the cannula was bent like left and down, it looked curved. As treatment the patient removed the pod.